Manufacturer narrative:
Reference number: (B)(4). This event was previously reported under manufacturing report # 1219930-2015-00593. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00593 to indicate the change, referencing the new manufacturing report #.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the procedure was a cystoscopy, cystocele repair for anteroseptal prolapse, tot urethropexy.